Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The device was tested with a generator for 60 seconds and no abnormal heat was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that te hand control switch assembly buttons (min) were not functional. We have documented the circumstances as they were reported to us. In addition, complaint is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Our instruction insert states: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. To avoid user or pt injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the pt, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become not. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure and should be avoided. Care should be taken not to apply pressure between the instrument blade and tissue paid without having tissue between them. This can result in possible damage to the instrument as well as increase the temperature of the distal 7 cm of the shaft. Both conditions may cause a system failure signaled by a continuous beep when either of the food pedals or hand control buttons are depressed.

Event description:
It was reported that during an unk procedure the shaft of the device got very hot and the surgeon thought that the heat could damage the surrounding tissues. Another device was used to complete the procedure. No pt consequences were reported.